Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and ischemia, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2015, a 2.5x28mm absorb bioresorbable vascular scaffold (bvs) gt1 was successfully implanted in the distal left anterior descending (lad) coronary artery lesion. On (B)(6) 2017, the patient was admitted to the hospital for chest pain, acute coronary syndrome and left ventricular dysfunction with ischemia. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and myocardial infarction as listed in the absorb gt1 instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2017, the patient was admitted to the hospital for a cardiac chest pain, a myocardial infarction was diagnosed, and the patient was in heart failure. On (B)(6) 2017, the patient started experiencing chest pain/tightness and shortness of breath. Acute coronary syndrome was diagnosed. The medication nitroglycerine spray was used, alleviating the chest pain. The patient was admitted to the hospital and additional medications were provided as treatment. The study physician assessed this event as possibly device related. There was no additional information provided regarding this issue.